Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. The device was returned and will be processed for investigation. If there is additional information to provide following the physical investigation, a follow-up report will be initiated.

Event description:
The complaint involved a patient who underwent a revision surgery on (B)(6) 2016. The original surgery is dated (B)(6) 2014. The revision surgery was due to implant loosening. During the revision, the ps femur cemented size 3+ left, modular tibial base cemented size 4, ps-c insert dovetail tray size 3 x 10mm, modular baseplate retaining bolt 10mm and the dome patella 35mm, 8mm thickness were removed.